Event description:
This is a spontaneous case report received on 30-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff, who had essure (fallopian tube occlusion insert) inserted in 2013 for permanent contraception. Approximately three months alter implantation, plaintiff had an hysterosalpingogram test that confirmed full occlusion. She began experiencing excessive menstrual bleeding, abdominal cramping and pain, pain during intercourse, back pain, migraines, hair loss and other pain symptoms. She sought medical treatment for the symptoms about eight months following the procedure. In (B)(6) 2015, plaintiff underwent surgery for removal of her fallopian tubes in order to achieve removal of the essure device. She missed time from work due to the surgery. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had abdominal cramping and pain after essure (fallopian tube occlusion insert) insertion. She underwent a salpingectomy to remove the essure device approximately 2 years after its placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain may occur. In this particular case, limited information was provided. However, considering event's nature, its positive temporal relationship with essure procedure and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 05-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had abdominal cramping and pain after essure (fallopian tube occlusion insert) insertion. She underwent a salpingectomy to remove the essure device approximately 2 years after its placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain may occur. In this particular case, limited information was provided. However, considering event's nature, its positive temporal relationship with essure procedure and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping and pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient experienced pelvic pain ("other pain symptoms/pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines"), alopecia ("hair loss"), headache ("headaches") and vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia ("excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), bacterial infection ("bacterial infection"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, back pain, migraine and abdominal pain lower was resolving, the dyspareunia, alopecia and fatigue had resolved and the pelvic pain, vaginal haemorrhage, bacterial infection, headache, dysmenorrhoea and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events added- abnormal bleeding (vaginal, menorrhagia), bacterial infection, headaches, dysmenorrhea (cramping), fatigue, infection (bladder/urinary tract/vaginal)-type: vaginal and cramping. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping and pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. Concurrent conditions included submucous leiomyoma of uterus and pseudotumor cerebri. In (B)(6) 2013, the patient experienced pelvic pain ("other pain symptoms/pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines"), alopecia ("hair loss"), headache ("headaches") and vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia ("excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("back pain"), bacterial infection ("bacterial infection"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, back pain, migraine and abdominal pain lower was resolving, the uterine haemorrhage, pelvic pain, vaginal haemorrhage, bacterial infection, headache, dysmenorrhoea and vaginal infection outcome was unknown and the dyspareunia, alopecia and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, abnormal uterine bleeding. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Event abnormal uterine bleeding was added. Concomitant historical conditions & drusg are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.